Event description:
It was reported that the parents of the pt noticed that he was no longer reacting to sound and did not appear to be hearing anymore. There is no report of any head trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.